Manufacturer narrative:
(B)(4). Concomitant medical products: 113848 ¿ titanium screw ¿ 503370. X180314 ¿ bi-metric stem ¿ 308810. 11-173665 ¿ m2a head - 527970. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management.facilities have discharge criteria that patients must meet post surgical procedure. If the discharge criteria are not met, then the patient will be kept until they are stable for discharge, and for their safety. The delayed/prolonged hospitalization is not abnormal, as side effects from anesthesia are common and typically resolve within 24-48 hours. As the complaint indicates, the patient experienced procedure-related post-operative hypotension resulting in a blood transfusion of 2 units to increase volume and blood pressure. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a complaint history review and a product hold/recall search will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04006. 0001825034 - 2020 - 04005.

Event description:
It was reported that patient underwent an initial left total hip arthroplasty, during the immediate post-op period the patient experienced hypotension requiring a blood transfusion. There were no further complications noted. Attempts have been made and additional information on the reported event is unavailable at this time.